Event description:
A dealer has called and reported that the rim of caster is bent. It was learned the end user had bought this device second hand and this event was noted to be present at that time by the end user. The dealer called for a replacement part to fix the manual wheelchair caster rim. Repair will be completed. No injury.